Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others and crease flat. Weight measurement identified device was underweight. A microscopic analysis was performed which identified: broken sharp and stress marks, near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is sharp broken on the radius due to surgical impact.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.